Manufacturer narrative:
Evaluation summary: x-rays were described to show well-aligned and well-fixed implants. No mention is made of any muscle ache. Primary operative notes were returned which describe the gluteus maximus muscles being split in the direction of their fibers. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. The notes were unremarkable and uneventful. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient is experiencing a pain in his gluteus maximus muscles.